Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a "scan again in 60 minutes" error message was received with the abbott diabetes care (adc) device and as a result, the customer was unable to obtain glucose readings. The customer was ¿feeling bad¿ and experienced a loss of consciousness and was provided unspecified medication with insulin (type/dose unknown) by both a non-healthcare professional and a healthcare professional for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.